Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media post that the insulin pump alarmed for no delivery of insulin. The cannula was not bent and the customer changed the infusion set. The customer reported that it was the second time that happened in a month. The customer was contacted for follow up and reported via phone call that the alarm was resolved by a complete set change. The blood glucose reading was not known. The customer was not able to troubleshoot due to it being a past issue that was resolved.